Event description:
Based on additional information received on 29-jan- 2018, this case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event this spontaneous case from united states was received on 11-jan-2018 from the patient this case concerns a (B)(6) male patient who initiated treatment with synvisc one and on the same day had left knee infection, could not get up unassisted/could not move leg; after few hours patient was terribly sick to stomach; after an unknown latency had leg swollen, very sick all over patient had total hysterectomy in 1990; gastric bypass and gall bladder removal in 2002; spindle cell operation in 2005, thyroid operation in 2014. Patient had sulphur allergy. Concomitant medications include lovastatin, lisinopril, raloxifene hydrochloride (evista), ergocalciferol (vitamin d), cyanocobalamin (vitamin b12), cefalexin (cephalexin), latanoprost, levothyroxine sodium (levothyroxine), iron magnesia and acetylsalicylic acid (baby aspirin). On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiry date: unknown) for osteoarthritis. On the same day, after few hours, she became terribly sick to her stomach and her knee hurt from ankle to hip. On the same day, patient had left knee infection of synvisc one that was contaminated. It was reported that within about 2 hours patient was in a lot of pain. Patient could not move his leg and was sick all over. This lasted for two to three weeks. She stated that she could not get up unassisted for 1 week, her knee was very swollen, and hot, she kept ice on it for 2 weeks (onset: 2017; latency: unknown). Patient was better 4 weeks later. It still hurt but at least patient can get around. It was reported that patient still had pain. Patient had tow appointment with ortho doctor and one with pain clinic doctor. It was reported that patient had blood test done on (B)(6) 2017 and result was ok. Patient consulted health care professional on (B)(6) 2017 and (B)(6) 2018. Corrective treatment: unspecified for all events. Outcome: unknown for terribly sick to stomach; not recovered for left knee infection; recovered for rest events. Seriousness criteria: important medical event for left knee infection a product technical complaint was initiated and the results for the same were pending additional information was received on 29-jan-2018 from patient. This case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event. Events of very sick all over and left knee infection was added along with its details. Events of knee was very swollen, knee hurt from ankle to hip and knee was hot were updated from diagnosis to symptom of left knee infection. Verbatim was updated for the event of could not get up unassisted to could not get up unassisted/could not move leg; onset date and latency updated. Medical history and concomitant medications added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-01-2018: this case concerns a patient who received synvisc-one and developed joint infection, leg swelling, stomach discomfort, mobility decreased and sickness. Although the causal role of the drug cannot be denied for the reported event, however, lack of information of past drugs, personal history preclude a comprehensive assessment of this case. Furthermore, the contributory role of multiple concomitant medications cannot be underestimated either.

Event description:
Based on additional information received on 29-jan- 2018, this case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event this spontaneous case from united states was received on 11-jan-2018 from the patient. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and on the same day had left knee infection, could not get up unassisted/could not move leg; after few hours patient was terribly sick to stomach; after an unknown latency had leg swollen, very sick all over patient had total hysterectomy in 1990; gastric bypass and gall bladder removal in 2002; spindle cell operation in 2005, thyroid operation in 2014. Patient had sulphur allergy. Concomitant medications include lovastatin, lisinopril, raloxifene hydrochloride (evista), ergocalciferol (vitamin d), cyanocobalamin (vitamin b12), cefalexin (cephalexin), latanoprost, levothyroxine sodium (levothyroxine), iron magnesia and acetylsalicylic acid (baby aspirin). On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiry date: unknown) for osteoarthritis. On the same day, after few hours, she became terribly sick to her stomach and her knee hurt from ankle to hip. On the same day, patient had left knee infection of synvisc one that was contaminated. It was reported that within about 2 hours patient was in a lot of pain. Patient could not move his leg and was sick all over. This lasted for two to three weeks. She stated that she could not get up unassisted for1 week, her knee was very swollen, and hot, she kept ice on it for 2 weeks (onset: 2017; latency: unknown). Patient was better 4 weeks later. It still hurt but at least patient can get around. It was reported that patient still had pain. Patient had tow appointment with ortho doctor and one with pain clinic doctor. It was reported that patient had blood test done on (B)(6) 2017 and result was ok. Patient consulted health care professional on (B)(6) 2017 and (B)(6) 2018. Corrective treatment: unspecified for all events outcome: unknown for terribly sick to stomach; not recovered for left knee infection; recovered for rest events seriousness criteria: important medical event for left knee infection a product technical complaint was initiated with ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Additional information was received on 29-jan-2018 from patient. This case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event. Events of very sick all over and left knee infection was added along with its details. Events of knee was very swollen, knee hurt from ankle to hip and knee was hot were updated from diagnosis to symptom of left knee infection. Verbatim was updated for the event of could not get up unassisted to could not get up unassisted/could not move leg; onset date and latency updated. Medical history and concomitant medications added. Clinical course was updated. Text was amended accordingly. Additional information was received on 02-feb-2018. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 02-feb-2018: follow up information dids not change the previous case assessment. This case concerns a patient who received synvisc-one and developed joint infection, leg swelling, stomach discomfort, mobility decreased and sickness. Although the causal role of the drug cannot be denied for the reported event, however, lack of information of past drugs, personal history preclude a comprehensive assessment of this case. Furthermore, the contributory role of multiple concomitant medications cannot be underestimated either. Sanofi would continue to monitor adverse events to determine if a CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 29-jan-2018 from patient. This case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event. Events of very sick all over and left knee infection was added along with its details. Events of knee was very swollen, knee hurt from ankle to hip and knee was hot were updated from diagnosis to symptom of left knee infection. Verbatim was updated for the event of could not get up unassisted to could not get up unassisted/could not move leg; onset date and latency updated. Medical history and concomitant medications added. Clinical course was updated. Text was amended accordingly. Additional information was received on 02-feb-2018. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 02-feb-2018: follow up information dids not change the previous case assessment. This case concerns a patient who received synvisc-one and developed joint infection, leg swelling, stomach discomfort, mobility decreased and sickness. Although the causal role of the drug cannot be denied for the reported event, however, lack of information of past drugs, personal history preclude a comprehensive assessment of this case. Furthermore, the contributory role of multiple concomitant medications cannot be underestimated either.

Event description:
Based on additional information was received on 21-feb- 2018 from healthcare professional, the case became medically confirmed. Based on additional information received on 29-jan- 2018, this case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event. This spontaneous case from united states was received on 11-jan-2018 from the patient. This case concerns a 73 years old male patient who initiated treatment with synvisc one and on the same day had left knee infection; after an unknown latency had numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially and knee effusion and possible carper tunnel in feet. Patient had total hysterectomy in 1990; gastric bypass and gall bladder removal in 2002; spindle cell operation in 2005, thyroid operation in 2014. Patient had sulphur allergy, glaucoma, hypothyroidism, vitamin d deficiency, hyperlipidemia, hypertension, venous insufficiency, recurrent uti, anemia, benign breast cyst, thyroid cancer, arthroscopy, hysterectomy, cataract surgery and hiatus hernia. Concomitant medications include lovastatin, lisinopril, raloxifene hydrochloride (evista), ergocalciferol (vitamin d), cyanocobalamin (vitamin b12), cefalexin (cephalexin), latanoprost, levothyroxine sodium (levothyroxine), iron magnesia and acetylsalicylic acid (baby aspirin), potassium chloride, biotin, finasteride, cyanocobalamin (vitamin b12), raloxifene, fish oil (omega-3) and acetylsalicylic acid (aspirin). On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiry date: unknown) for osteoarthritis. On the same day, after few hours, she became terribly sick to her stomach and her knee hurt from ankle to hip. On the same day, patient had left knee infection of synvisc one that was contaminated. It was reported that within about 2 hours patient was in a lot of pain. Patient could not move his leg and was sick all over. This lasted for two to three weeks. She stated that she could not get up unassisted for 1 week, her knee was very swollen, and hot, she kept ice on it for 2 weeks (onset: 2017; latency: unknown). Patient was better 4 weeks later. It still hurt but at least patient can get around. It was reported that patient still had pain. Patient had two appointment with ortho doctor and one with pain clinic doctor. It was reported that patient had blood test done on (B)(6) 2017 and result was ok. Patient consulted health care professional on (B)(6), (B)(6) 2017 and (B)(6) 2018. On an unknown date, after unknown latency, patient experienced numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially and knee effusion and possible carper tunnel in feet. On an unknown date, patient was hospitalized for numbness in feet, pain of right heel, pain due to onychomycosis of nail, pain to left great toe nail, posterior ankle pain radiated medially. On bilateral foot examination, there was palpable pedal pulse to dp and gt. No erythema or edema was noted. Negative tinel sign was noted. The nails to bilateral hallux were debrided. Patient further reported that her feet went numb when sitting or lying in bed and numbness resolved when she was walking or standing. Patient denied any injury. At this point patient reported that her knee was still a little swollen and a little bit tender and her leg pain had resolved and the systemic symptoms resolved completely. Her balance did not seem quiet perfect. She had no further sweats and chills. Her vitals were otherwise stable. Corrective treatment: cephalexin for left knee infection; salon pas patches for pain of right heel; unspecified for all events outcome: not-recovered for left knee infection; unknown for rest of the events seriousness criteria: important medical event for left knee infection; hospitalization for numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially a product technical complaint was initiated with ptc number 51976 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 29-jan-2018 from patient. This case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event. Events of very sick all over and left knee infection was added along with its details. Events of knee was very swollen, knee hurt from ankle to hip and knee was hot were updated from diagnosis to symptom of left knee infection. Verbatim was updated for the event of could not get up unassisted to could not get up unassisted/could not move leg; onset date and latency updated. Medical history and concomitant medications added. Clinical course was updated. Text was amended accordingly. Additional information was received on 02-feb-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 21-feb-2018 from healthcare professional. Case became medically confirmed. Additional events of numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially and knee effusion and possible carper tunnel in feet were added with details. Medical history, concomitant medications added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 21-feb-2018: this case concerns a patient who received synvisc-one and developed e.coli exposure via contaminated therapeutic injection in joint and had knees and leg swelling, pain stomach discomfort, mobility decreased and sickness. Due to the product contamination the events were assessed as related with the suspect. The patient was later hospitalized due to numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially. The above events are assessed as unlikely with the suspect as the patient has a medical history of onychomycosis.

Event description:
Based on additional information was received on 21-feb- 2018 from healthcare professional, the case became medically confirmed. Based on additional information received on 29-jan- 2018, this case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event this spontaneous case from united states was received on 11-jan-2018 from the patient this case concerns a 73 years old male patient who initiated treatment with synvisc one and on the same day had left knee infection; after an unknown latency had numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially and knee effusion and possible carper tunnel in feet and a device malfunction was noted in reported lot number. Patient had total hysterectomy in 1990, laparotomy; gastric bypass and gall bladder removal in 2002; spindle cell operation in 2005, thyroid operation (surgery) in 2014. Patient had sulphur allergy (sulfa drugs allergy- hives ((B)(6) 2007), glaucoma, hypothyroidism, vitamin d deficiency, hyperlipidemia, idiopathic hypertension (essential), venous insufficiency, recurrent uti, anemia, benign breast cyst, thyroid cancer, arthroscopy, hysterectomy, cataract surgery (extraction left eye and right eye) and chole with hiatus hernia repair. Concomitant medications include lovastatin (mevacor), hydrochlorothiazide/lisinopril (zestoretic), raloxifene hydrochloride (evista), ergocalciferol (drisdol), cyanocobalamin (vitamin b12), cefalexin monohydrate (keflex), latanoprost (xalantan), levothyroxine sodium (levothyroxine), acetylsalicylic acid (baby aspirin), potassium chloride, biotin, finasteride, cyanocobalamin (vitamin b12), raloxifene hydrochloride (evista), fish oil (omega-3), acetylsalicylic acid (aspirin), lidocaine hydrochloride (xylocaine), iron, ubidecarenone (coenzyme q10), multiple vitamin (po), magnesium, calcium, probiotic (po). Concurrent condition: right knee degenerative joint disease (djd) (B)(6) 2012). Patient was non-smoker (never smoker), smokeless tobacco never used, no alcohol use, no drug use. Patient was married and preferred language was english. Ethnicity: not hispanic or latino (race: caucasian/white). On (B)(6) 2017, the patient was seen in follow up for left knee pain with spouse. Patient previously had her right knee injected with synvisc and would like to have her left knee injected at this time. The pain was located over the medial knee, had characteristics of aching and was an intermittent pain that does not radiate. The pain was aggravated (increasing) by activity. The pain was better with rest. It was reported that, patient did well with viscosupplementation injection into the right knee and did not need anything to the left. Patient did express a desire to proceed with viscosupplementation injection as she was here with her husband. It was thought that it was a good idea. We would go ahead and get that other injection for patient. Physical exam:general appearance: alert and oriented and patient answers questions appropriately; affect: normal; gait: walks in the room and in the hallway with an antalgic gait; skin: warm, dry and intact; sensation: intact left lower extremity; left knee exam: palpation: tenderness noted over the medial joint line; joint effusion: negative; rom: 0 degrees extension, 110 degrees flexion; valgusnarus stress testing: stable; knee provocative tests: anterior drawer: negative and posterior drawer: negative. The radiographic images from (B)(6) 2017 were reviewed. Verbal consent was obtained. A timeout was done to verify patient, procedure and injection site. A sterile prep of the left knee was done. Left knee was injected with 5 cc of 1% lidocaine and 6 cc of synvisc. The patient tolerated the procedure well without complications. Sterile dressing was applied. At 1220 hours, pulse 74, pulse location radial, pulse quality regular, blood pressure 126/74, blood pressure cuff size adult, patient position sitting, bp limb site right arm, temperature 97 °f (36.1 °c), temp src temporal. On the same day, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiry date: may-2020) for primary osteoarthritis of both knees in clinic. On the same day, after few hours, she became terribly sick to her stomach and her knee hurt from ankle to hip. On the same day, patient had left knee infection of synvisc one that was contaminated. It was reported that within about 2 hours patient was in a lot of pain. Patient could not move his leg and was sick all over. She reported nausea following the injection on her way home along with worsening pain developing over the first week following the injection. She describes pain radiating from her foot up into her hip during the first week along with chills and inability to bend her knee at that time. Patient she got online and realized a particular synvisc lot was recalled. Patient reported after that first week she had noticed gradual improvement of symptoms and stated chills had been resolved. There was no current redness to the knee. Slight swelling continues. Patient located continued pain to anterior knee wrapping to posterior knee. Patient also describes lateral hip and thigh pain. No numbness or tingling. Minimal back pain. Pain to the knee was currently rated a 4/10 and was described as dull, aching and sore. Pain worsens with weight bearing and improves at rest. Follow-up and disposition history: return in about 6 months (around (B)(6) 2018) for recheck left knee djd and check-out note: synvisc one recall 6 months plus 1 day. The patient could not move his leg and was sick all over lasted for two to three weeks. She stated that she could not get up unassisted for1 week, her knee was very swollen, and hot, she kept ice on it for 2 weeks (onset: 2017; latency: unknown). Patient was better 4 weeks later. It still hurt but at least patient can get around. It was reported that patient still had pain. Patient had two appointment with ortho doctor and one with pain clinic doctor. On (B)(6) 2017, patient went to walk in clinic on after receiving notification of the possibly contaminated synvisc one. On the same day, she was doing better and pain had improved and decided against aspiration. Her pain continues to improve. Further, same day, the reason for encounter was left knee pain, synvisc one recall. Review of systems: constitutional: no unexpected change in weight, fatigue, unexplained fevers, sweats or chills. On the same day, at 1357 hours, patient blood pressure 126/74, pulse 88, respiratory rate 16, temperature 97.2 °f (36.2 °c) and temp psrc temporal. In general: patient was alert and orientation to person, place, and time is age appropriate. Psych: patient had normal affect. Answers questions appropriately and coherently. Respiratory: breathing was non-labored; heme/lymph: no lymphedema in upper and lower extremities. Musculoskeletal: gait: slightly antalgic; hip exam: reveals symmetrical smooth wide abduction in flexion. Rotational profile is normal. Minimal pain reproduced to lateral hip with external rotation. Diffuse tenderness upon palpation to right hip and throughout lateral thigh. Tenderness upon palpation over distal it band. Left knee exam: inspection. Mild-moderate effusion present, no edema, no gross deformity, no erythema and no ecchymosis; valgus stress testing: intact. Varus stress testing: intact knee rom : roughly 0-100 degrees rom, no pain with passive rom; knee strength: wnl throughout; palpation: tenderness noted with palpation to medial and lateral joint lines. Ankle/foot exam: full painless range of motion. No effusion. Spine: no deformity; skin: normal on bilateral lower extremities. Neurological: normal motor and sensory exam in both lower extremities. Vascular exam: normal in both lower extremities. Radiographic images were none obtained today. Same day, at 1356 hours, pain scale used0-10 (6+ yrs) -ss, pain rating 4 -ss and pain location knee-hip-ss, pain description aches;sore;dull; aggravating factors; bending;movement; patient's stated pain goal: no pain; none pain interventions prior to arrival. At 1351 hours, disposition: return for left knee pain, synvisc recall. At 1435 hours, follow-up and disposition history: return for left knee pain, synvisc recall and check-out note: follow up with doctor in first week of january. Patient's symptoms had been improving and septic joint was unlikely based on improving symptoms as well as fairly negative exam. Same day, it was discussed with the patient that might consider joint aspiration today however might also continue to monitor the knee at this time. Patient elected against aspiration at this time. She was encouraged to watch for any new or worsening symptoms and contact our clinic if anything changes, otherwise she might follow up with nurse practitioner or doctor the first week of (B)(6) 2018 to confirm continued improvement. All questions answered and patient verbalized understanding. Patient reported that, her pain was mostly located across her knee, the back side of her knee and then up through her hip. Review of systems: symptoms patient was currently experiencing. M/s: left knee pain, synvisc recall; gastrointestinal (gi): negative; endo: negative;cont: negative; eye: glasses; ear, nose throat (ent) negative, c-vasc: negative, respiratory: negative; genitourinary (gu): negative; skin: negative; neuro: negative; psych: negative and heme: negative. It was reported that patient had blood test done on (B)(6) 2017 and result was ok. Patient consulted health care professional on (B)(6) , (B)(6) 2017 and (B)(6) 2018. On an unknown date, after unknown latency, patient experienced numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially and knee effusion and possible carper tunnel in feet. On an unknown date, patient was hospitalized for numbness in feet, pain of right heel, pain due to onychomycosis of nail, pain to left great toe nail, posterior ankle pain radiated medially. On bilateral foot examination, there was palpable pedal pulse to dp and gt. No erythema or edema was noted. Negative tinel sign was noted. The nails to bilateral hallux were debrided. Patient further reported that her feet went numb when sitting or lying in bed and numbness resolved when she was walking or standing. Patient denied any injury. At this point patient reported that her knee was still a little swollen and a little bit tender and her leg pain had resolved and the systemic symptoms resolved completely. Her balance did not seem quiet perfect. She had no further sweats and chills. Her vitals were otherwise stable. It was reported that, the lot was recently contaminated. On (B)(6) 2018, reason for encounter: knee pain (recheck left knee s/p synvisc recall). Diagnoses: primary osteoarthritis of left knee-primary. Today, patient was without chills, fever or other symptoms. Physical exam: vital signs: blood pressure 132/66 (blood pressure cuff size: adult large cuff), patient position: sitting, bp limb site right arm, pulse 74, temp 96.6 °f (35.9 °c) (temporal) resp 18. General appearance: alert and oriented. Answers questions appropriately. Affect: normal; gait: walks in the room and in the hallway with no limp; skin: warm, dry and intact. Left knee exam: palpation: tenderness noted over the medial and lateral joint lines with palpation; joint effusion: negative; patella femoral grind: negative; crepitus: negative; rom: 0 degrees extension, 118 degrees flexion; valgusnarus stress testing: stable; knee provocative tests: anterior drawer: negative; lachman: negative; mcmurray. Negative: medial and lateral and posterior drawer: negative. Imaging studies: radiographic images from previous were reviewed and discussed with the patient. They were pending a formal over read by doctor. Impression: left knee pain with history of djd and injection of synvisc on (B)(6) 2017. Patient was clinically improving and would like to hold off with aspiration at this point and that seems reasonable. Continue same conservative measures. Discussed switching to different brand of visco supplementation in the future if she decides to use visco again. Questions were answered. Patient notes that pain had improved. Swelling had improved. Patient denies and fever or nausea today. Patient rates her knee pain 2/10 describing pain as achy. At 0813 hours, pain scale used: 0-10 (64- yrs), pain rating 2, pain location knee (specify: left), pain description aches, aggravating factors (bending;walking), patient stated pain goals (no pain) and pain interventions prior to arrival: over the counter (otc) medication(s). Corrective treatment: cephalexin for left knee infection; salon pas patches for pain of right heel; unspecified for all events outcome: not-recovered for left knee infection; unknown for rest of the events seriousness criteria: important medical event for left knee infection; hospitalization for numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially a product technical complaint was initiated with ptc number 51976 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 29-jan-2018 from patient. This case initially considered as non-serious was upgraded to serious as the event of left knee infection was added with seriousness criteria as important medical event. Events of very sick all over and left knee infection was added along with its details. Events of knee was very swollen, knee hurt from ankle to hip and knee was hot were updated from diagnosis to symptom of left knee infection. Verbatim was updated for the event of could not get up unassisted to could not get up unassisted/could not move leg; onset date and latency updated. Medical history and concomitant medications added. Clinical course was updated. Text was amended accordingly. Additional information was received on 02-feb-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 21-feb-2018 from healthcare professional. Case became medically confirmed. Additional events of numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail, posterior ankle pain radiated medially and knee effusion and possible carper tunnel in feet were added with details. Medical history, concomitant medications added. Clinical course was updated. Text was amended accordingly. Additional information was received on 30-mar-2018 from physician. Concomitant medications added. Medical history and concurrent conditions added. Suspect drug synvisc one batch/lot number and expiry date added. Additional event of device malfunction was added with details. Clinical course was updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 30-mar-2018: this case concerns a patient who received synvisc-one from the recalled lot and developed e.coli exposure via contaminated therapeutic injection in joint and had knees and leg swelling, pain, stomach discomfort, mobility decreased and sickness. Due to the product contamination and device malfunction the events were assessed as related with the suspect. The patient was later hospitalized due to numbness in feet, pain of right heel, pain due to onychomycosis of nail/ pain to left great toe nail and posterior ankle pain radiating medially. The above events are assessed as unlikely with the suspect as the patient has a medical history of onychomycosis.